Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the event took place, they had tried to check the patient's pump and the physician programmer used would not turn on. Although the reporter was unable to recall or provide any patient specific information, the reporter did recall that the patient was experiencing therapy issues, but did not know if the therapy issues continued. The reporter was unable to provide any specific symptoms. Per the reporter, they were unable to program the patient's device due to the 8840 not functioning properly at the time of event, and the programmer was still not functioning properly.

Event description:
It was reported that the health care provider (hcp) was unable to re-program a pump. It was noted that the hcp was able to interrogate successfully, just encountered an issue with re-programming. The hcp thought there may have been an error code associated to the event, but could not confirm or provide the code if present, and further ¿could not replicate¿ as they had taken out the batteries and turned the programmer back on. The hcp was unable to provide any further detail. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)